Manufacturer narrative:
Manufacturer's investigation conclusion: a direct relationship between the device and the reported bleeding could not be conclusively determined through this evaluation. The account reported that on (B)(6) 2019 the patient had a lab drawn that showed an h&h of 5.2/16.3. The patient was experiencing melena. The patient was transfused 9 units of blood and an egd on (B)(6) 2019 showed no active bleeding. The event reportedly resolved, and the patient remains ongoing on vad support with no further related issues reported. Bleeding is listed as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system. The patient care and management section provides information regarding anticoagulation, including the recommended inr values. The heartmate 3 lvas IFU is currently available. Bleeding is listed as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system. The patient care and management section provides information regarding anticoagulation, including the recommended inr values. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The trial is locked. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). The patient remains on lvad support with no further issues reported. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2018. It was reported that patient was admitted after a drop in hemoglobin and hematocrit on (B)(6) 2019 which were 16.3 g/dl and 5.2% respectively. Patient was transfused 9 units packed red blood cells (prbcs). Patient presented with melena. Esophagogastroduodenoscopy (egd) was performed on (B)(6) 2019 which showed no active bleeding. Bleeding resolved on (B)(6) 2019. No further information was provided.